Manufacturer narrative:
The battery board had shifted inside the device, preventing the battery from being held in place.

Event description:
The customer reported that the battery would not stay in the unit.